Event description:
Drain was placed in pt's leg post orif tibial fibula surgery on 11/29/94. On 12/1/94, the physician attempted to remove the drain and it came apart leaving a portion in the pt's leg. The pt returned to surgery to have the retained piece removed. There was no adverse outcome to the pt.device labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was destroyed/disposed of.